Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported vent inop condition. No patient involvement / harm.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer confirmed the reported problem. Exhalation autozero error. Resolution and disposition: the manufacturer's field service engineer replaced the sensor pcba to resolve this issue.

Manufacturer narrative:
This sensor board was tested and no failures were identified.